Event description:
The customer reported experiencing high blood glucose of 400mg/dl and hours later it went up to 435mg/d. The customer gave herself 7.0 units and her glucose level still did not drop. The customer called back the next day and reported being in the intensive care unit with high blood glucose because the insulin pump was not delivering the insulin. Troubleshooting was performed, and the insulin pump alarmed no delivery. Reviewed the alarm history and found also motor error alarms. The drive support cap did not appear to be damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.